Event description:
Same case as: 2134265-2015-00679 and 2134265-2015-00680. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter to visualize the unspecified lesion located at the left circumflex artery by performing percutaneous coronary intervention. During the procedure, the motordrive unit failed to perform automatic pullback. Then the physician performed an automatic pullback from the ilab and it worked. No patient complications were reported and the patient's condition is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).